Event description:
A peritoneal dialysis (pd) patient reported the moment he opened the cycler door, fluid rushed out of the cycler. The patient was in treatment at the time of the event. On follow up, the patient stated he contacted his peritoneal dialysis nurse (pdrn). He was not prescribed antibiotics and was told to monitor his effluent. The set was returned for evaluation. A follow up was conducted with the pdrn. The pdrn confirmed the patient remained asymptomatic and continued with ccpd.

Manufacturer narrative:
The complaint is deemed as confirmed; during the evaluation of the sample was confirmed the alleged problem. The sample was visually inspected with the microscope and found a pin hole on the film. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.